Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a patient has oxygen desaturations when attempting to use an astral device. It was reported the patient's oxygen saturation dropped to 70%; the patient was taken off the device and placed on a nasal cannula; oxygen saturation increased to 90s. The patient is currently stable.